Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. It was alleged that the body of the cartridge was cracked and the cartridge was leaking. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because a leak in the cartridge can result in under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.